Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4 . The device was returned to olympus for inspection and the reported failure of the transducer detached from the distal end was confirmed. Based on the investigation results, the most probable cause is component failure due to a mechanical problem. This appears to be an expected or random failure with no design or manufacturing defect identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B3 - the date of event is unknown. A supplemental report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the transducer on the bronchofibervideoscope detached from the distal end. This occurred during a diagnostic procedure, and there were no reports of patient harm.